Event description:
It was reported by the customer that the full plastic tube portion of the IV came off in the patient's left arm. The patient was transferred to emergency room for surgery to remove.